Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for one patient sample from a cobas e 801 module. The serial number was requested but was not provided. Of the data provided, only the results for elecsys ft3 iii were discrepant. The results were 5.10 pg/ml and 5.00 pg/ml. The sample was submitted for investigation and the tested on another cobas e 801 module with a result of 4.10 pg/ml. The sample was also tested on a cobas 8000 e 602 module with a result of 3.83 pg/ml and on a cobas e 411 immunoassay analyzer with a result of 3.64 pg/ml. Information concerning if any erroneous result was reported outside of the laboratory was requested but it was unknown. There was no allegation of an adverse event. The investigation did not identify a product problem. The cause of the event could not be determined. As insufficient sample material remained, further investigation was not possible. From the information provided, a general reagent issue could most likely be excluded.